Event description:
Info received indicates when the brakes were engaged, the casters would still swivel.

Manufacturer narrative:
The technician found the casters were worn. The technician replaced the casters to repair the stretcher.